Event description:
The rotator on the hpf200e tubing with the k10-04448 kit came apart at 690 psi during contrast injection for an angiogram procedure. Customer also indicated the rotator came apart at 760 psi but did not indicate there was more than one event. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed; complaint database was reviewed.